Event description:
It was reported that the green door (main module door) of an automated compounding device (acd) was broken. This event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h8: change from initial use of device to reuse. H10: the device was received for evaluation. A visual inspection was performed using the naked eye which observed the door magnet for the door switch was missing from the pump door. Functional tests were performed with failing results which resulted in error messages stating the pump door is open or other related pump errors due to the missing pump door magnet. The device did not meet specifications as the missing magnet rendered the device inoperable as the door switch needs to be closed in order to operate the device. The pump door cover was swapped out with a known good pump door cover and the unit was subsequently tested again this time with passing results. The reported condition was verified. The cause of the condition was unable to be determined, however, the cause is likely to be due to repeated slamming or dropping the pump door cover when closing it. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To remedy the issue, the pump door will be replaced. Should additional relevant information become available, a supplemental report will be submitted.